Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not in use by a patient. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient at the time of this event. The customer, a syncardia authorized distributor, reported that the freedom driver did not pass system check out because it exhibited a fault alarm after inserting the first onboard battery.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The customer-reported alarm was most likely due to the engagement of the secondary motor, which caused the recording of the 2d fault code in the alarm history. The cause of the driver operating on the secondary motor could not be conclusively determined as no visual internal or external anomalies were observed, and the secondary motor was not observed to be out of bottom dead center (bdc). However, the alarm could have resulted from the secondary motor moving out of bdc during rough handling or an impact shock. The secondary motor would then return to bdc after power cycling the driver. The driver passed all incoming functional testing on both primary and secondary motor circuits with no issues. The customer-reported issue could not be reproduced. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The freedom driver was not supporting a patient at the time of this event. The customer, a syncardia authorized distributor, reported that the freedom driver did not pass system check out because it exhibited a fault alarm after inserting the first onboard battery.